Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse confirmed that there was no sound from the defective cable. The customer replaced the audio cable from the customer stock to resolve the issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse verified that the audio cable is defective. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6).

Event description:
The customer reported that the audio cable is broken. It is unknown if the device still produced sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.